Manufacturer narrative:
The device history records for the reported device lot were reviewed for any deviations related to the reported complaint defect. The review confirms that all lots were released meeting material, assembly and performance specs. A review of the navilyst medical 12/2009 complaint report did not reveal any adverse trends for the product family of vaxcel pasv ports and the failure mode of "catheter fractured." Visual inspection of the returned sample showed the tubing to be flattened and fractured approx 5.5cm from the locking collar of the port assembly. Based on the location of the damage, the most likely cause of this incident may be "pinch-off syndrome." "Pinch-off syndrome" is the pinching, wear or kinking of the catheter between the first rib and clavicle within the tunneled region. The directions for use packaged with the port contains specific instructions for implantation and maintenance designed to prevent "pinch-off syndrome." The condition of the returned port assembly indicates the device was assembled properly and the failure does not appear to be mfg related. Mfg process controls for this device include 100% leak testing of the port assembly, as well as catheter pull testing and visual and dimensional inspections. (B)(4).

Event description:
A port was implanted in the pt on (B)(6) 2009 in the left chest. The pt complained of discomfort on (B)(6) 2010 and a venogram done on that date revealed a slit on the catheter attached to the port. The port was removed and replaced with another. There were no serious pt complications. The used device was returned for eval.